Event description:
During quarterly audits, reporter found that the articulation on the caspar device locks up.

Manufacturer narrative:
Product evaluation confirmed the failure mode; where the switch on the caspar device would not move. This means the device does not provide distraction. This device was found in the distributor's warehouse during quarterly audits therefore, they could not provide details around when the device failed.